Manufacturer narrative:
(B)(4).upon further review of the event, it was determined that this is not a reportable malfunction. No additional reports will be submitted for this event.

Event description:
It was reported that there was a motor stall noted in event logs with no motor stall recovery recorded. The patient reported that the pump began alarming at 4 am, (B)(6) 2010, awakening him from sleep. Patient stated he had prialt in his pump since implanted in 2007. The motor stall was detected at a routine pump refill, and confirmed in event logs. At the time of pump replacement, patient reported a slight increase of pain. The pump was reprogrammed to a minimum rate. On (B)(6) 2010, the pump was replaced. Hospital policy dictated that the pump be sent to pathology. The pump administered prialt at a concentration of 100 mcg/ml and a dose of 59.03 mcg/day. The status was noted as: recovered without sequela.

Event description:
The customer reported a colleague infusion pump that was underdelivering. The unit was set at 20ml(milliliter) but only delivered 18ml. It is unknown when the reported condition was identified. There was no documented patient injury, adverse event or medical intervention related to the reported condition. The user interface module master software version for the device is (B)(4), categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time.